Manufacturer narrative:
G4:10jun2021 g5:510(k)#: k102985 b4:(B)(6)2021 multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that during use, the ventilator went blank and was alarming. The customer found error codes indicating pressure regulation high and 3.3 volt supply failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.